Event description:
Pacer pt had a syncopal episode while away from home. Electrocardiogram showed marked sinus bradycardia with first degree atrioventricular block. Heart rate's 40's-50's. Also right bundle bronch block. External pacer applied in ER. Lead replaced.